Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device would not pump. Patient involvement unknown.

Manufacturer narrative:
No device was received for investigation. Therefore, we are unable to confirm the reported complaint. If we receive the device, we will reopen the investigation for further evaluation. The exact cause could not be determined; however, based on the reported problem, the most probable causes would be a faulty water pump no longer recirculating water. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.